Manufacturer narrative:
(B)(4).

Event description:
Plaintiff allegedly experienced pain, infections and bowel problems. It was also reported that the plaintiff experienced rectocele and enterocele. The plaintiff underwent revision surgery. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00522.